Event description:
It was reported that t:slim x2 pump battery would not charge, charging connection was not recognized despite multiple attempts, and pump eventually shut down and would not turn back on. There was no reported adverse impact to the customer's blood glucose level. Customer tried different charging cables and wall adapters without success, and technical support advised correct usb insertion technique to prevent further damage. Customer reverted to manual injections for insulin therapy.